Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine device change, and prophylactic removal of the right ventricular lead. The lead was an advisory product. Externalized conductors and fracture were observed by the physician post procedure. The patient¿s condition was stable.

Manufacturer narrative:
(B)(6). Final analysis found that only the distal end of the lead was received for analysis. Externalized conductors due to internal insulation abrasion was noted at 12.2 cm to 15.0 cm from the distal tip breaching the ring electrode cable. The etfe coating was intact at this location. The reported event of lead fracture was not confirmed.